Event description:
Additional information was received from the company representative. It was confirmed, the catheter was coiled to the point of being kinked.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the issue appeared to be the way the catheter was originally coiled behind the pump. The surgeon was able to aspirate once he disconnected the pump and had un-coiled the catheter.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), product type catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 600 mcg/day. The indications for use were intractable spasticity and head/brain injury. According to the hcp, the patient was experiencing intermittent withdrawal symptoms. There were no known external factors. The hcp attempted to aspirate the catheter and perform a dye study on (B)(6) 2016. The hcp was unable to aspirate with the catheter access port (cap) kit. The hcp performed a catheter revision with an 8784 pump segment on (B)(6) 2016. He was able to aspirate the catheter after removing the pump from the pocket. The hcp confirmed that all connections were working and flowing appropriately. The issue was resolved. The patient¿s status was ¿alive ¿ no injury¿ at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.